Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Physician indicated that he has no plans on explanting the lens. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient underwent cataract surgery on (B)(6) 2015. A zlb00 was implanted with no complications. However, patient is unhappy with her overall quality of her vision and is complaining of blurred vision at all distance. Patient is also experiencing photophobia. The physician prescribed corrective lenses and treated the patient for dry eyes, but the patient is still unhappy with her vision. According to the follow up, the physician does not plan to remove the lens. No further information was provided.